Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility to repair a 2008t hemodialysis (hd) machine that was experiencing a flow inlet error during heat disinfect. The fst replaced the deaeration pump and calibrated the loading and flow pressures to resolve the reported issue. While inspecting the machine, the fst found damage on the sensor board and reported that the machine was failing multiple alarm tests during self-test mode. The fst thought the alarm tests were failing because of a faulty level detector. They ordered a sensor board and level detector to complete the machine repair. Once the new parts arrived, a different fst went onsite to complete the repair. This fst provided further details on the sensor board damage. The fst stated there was a small black mark located on one of the pins on the backside of the board. They described the mark as burn damage. Later follow up with the facility¿s biomedical technician (biomed) revealed there were two burnt spots (or black marks) on the sensor board, not one. No other machine components were found to be damaged. The fst who completed the repair work reported that the level detector was not the cause for the failed alarm tests. However, because the part was ordered and delivered, they still elected to replace it. The fst stated the functional board was the true cause of the problem. After they replaced the functional board, the issue was resolved. The sensor board was replaced as well, but mostly as a precaution. No burning smell was noted, and there were no reports of smoke, sparks, flames, charring, or melting. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 1,340 hours on the machine at the time of the repair. After the repair was completed, the machine passed all functional testing and was returned to service. The level detector, sensor board, and functional board were all returned to the manufacturer by the fst. There was no patient involvement associated with the reported events.

Manufacturer narrative:
Plant investigation: an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the functional board. During the machine evaluation, two burn marks were identified on the sensor board. This part was also replaced, along with the level detector. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the device evaluation, the fresenius fst identified evidence of thermal damage on an internal component. Therefore, the complaint event was confirmed. Evaluations of the returned parts are in progress. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: the level detector module, sensor board, and functional board were all returned to the manufacturer for physical evaluation. Each part was evaluated individually. A visual inspection of the level detector module showed no signs of physical damage. The part was installed (as-received) onto a test machine and the machine powered on with no issues or problems encountered. The machine was placed in dialysis mode, and during dialysis mode an air detector alarm occurred. The air detector was recalibrated and the machine self-test subsequently passed. There were no further alarms or issues encountered during dialysis mode, and no physical damage was identified on the level sensors. Next, a visual inspection of the sensor board was performed. This inspection revealed signs of burn residue on the rear of the x2 connector. The part was installed (as-received) onto a test machine and the machine powered on with no issues or problems encountered. The machine functioned as intended during the heat disinfect and rinse modes. There were no issues encountered during dialysis mode and the self-test passed. Lastly, a visual inspection of the returned functional board was performed. There were no signs of physical damage during this inspection. The part was installed (as-received) onto a test machine and the machine powered on with no issues or problems encountered. The machine functioned as intended during rinse mode and there were no issues encountered during dialysis mode. The machine subsequently passed the self-test. Visual inspection of the returned sensor board confirmed the reported burn damage, which was also confirmed during the fresenius field service technician's onsite evaluation. Upon evaluation of the returned parts, the reported complaint event has been confirmed.